Event description:
The customer reported via phone call that the button on the insulin pump seemed to be jammed. The customer explained that the insulin pump alarmed failed battery test, and, when changing the battery, they noticed the damaged button. The customer's blood glucose was 8.1 mmol/l. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump up arrow button did not respond due to flattened button dome switch. The insulin pump was unable to verify failed battery test alarm due to button keypad anomaly. The insulin pump received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.